Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse found that the overflow nozzle was clogged. The cse unclogged and cleaned the dilution washer dryer (dwud) nozzles and verified that the instrument was functioning properly. The cause of the discordant, falsely low concentrated calcium_2 result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low concentrated calcium_2 (ca_2c) result was obtained on one patient sample on an advia 1800 instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument, resulting normal. It is unknown if the repeat result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low concentrated calcium_2 result.